Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2018 a 3.0x48mm xience xpedition stent was implanted in the mid right coronary artery (rca) lesion and a 3.5x18mm xience alpine stent was successfully implanted in the proximal rca. On (B)(6) 2018, the patient was hospitalized for a st elevated myocardial infarction (stemi) and chest pain. Medication was provided. Reportedly, the 3.0x48mm xience xpedition stent was under-expanded and thrombus was noted. As treatment, revascularization was performed. The event resolved. No additional information was provided regarding this issue.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the reported patient effects of angina, myocardial infarction and thrombosis are listed in the xience xpedition, everolimus eluting coronary stent system instructions for use (IFU) as known patient effects of coronary stenting procedures. The investigation determined a conclusive cause for the reported difficult to deploy (wall apposition) cannot be determined; however, the subsequent treatments appear to be related to the circumstances of the procedure. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.